Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022 the catheter was allegedly found to be removed by the patient and the tip of the catheter was missing. The health care worker searched around the bed also used CT contrast to check the remain in the patient body or not. It was further reported that the cut of the catheter was slanting and implantation period is approximated. There was no reported patient injury.